Manufacturer narrative:
During the investigation conducted by the field service engineer (fse), the fse power cycled the system and the vision on the touchscreen was restored. The fse was unable to replicate the customer reported touchscreen failure mode, however, the touchscreen was replaced as a precaution. Per the customer reported complaint of "blurry" vision on the vc monitor, the fse also evaluated the site's vision system. During the evaluation, the fse discovered debris and water at the end of an endoscope lens. The site was able to clear the debris and water from the endoscope. As of may 7, 2009, there have been no reported recurrences of the issue at this hospital.

Event description:
It was reported that prior to starting a da vinci s surgical procedure, no image was displayed on the patient cart (pc) touchscreen and the image displayed on the vision cart (vc) monitor was blurry. The endoscope was replaced, however, the vision on the vc monitor remained blurry. The surgeon decided to convert the procedure to traditional open surgical techniques to finish the planned procedure. No patient harm was reported.